Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that per a (B)(6) 2018 ultrasound result, the patient's bilateral breasts had an oval well defined hypoechoic mass that measured 7mm and had the appearance of a probable fibroadenomas. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On may 20, 2021, mentor received additional information indicating that the patient was also diagnosed with significant breast asymmetry, mastopexy scars that are not ideal and worse on the left breast, areola asymmetry with the left one being larger, contracted left breast implant and a capsular contracture on the right breast (baker grade ii). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On june 14, 2021, mentor received additional information indicating that a mammogram that the patient took provided results that stated there are particles floating. On june 25, 2021, mentor received additional information indicating that the implants are not retaining their shapes and the left implant is not staying in the breast pocket. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 450cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The ruptures were confirmed with a mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.